Manufacturer narrative:
Human tissue material and blood were identified. (B)(6). Subject device was returned to the supplier for evaluation. Subject device was disassembled. Visual inspection identified human tissue material and blood in the interior of the device. Human tissue material and blood prevented the subject device from performing as intended. Per the instructions for use (IFU), ¿pay careful attention to cleaning devices with challenging design features. Challenging design features can include, but not limited to, suction levers, stopcocks, interfaces, cannulations, holes, blind holes, crevices, hinges, mating surfaces, etc¿. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per results of the investigation, the root cause is ¿user error: improper cleaning and recommended maintenance¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a knee arthroscopy procedure utilizing the basket punch 90 degree rotary, 2.2mm right, it reported that the subject device could not be unbolted. It was reported that a backup device was available and was used to complete the procedure. (B)(4).